Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump failed to detect the cartridge during the load cartridge step and began priming the tubing. The reporter indicated that the pump did not emit a no cartridge detected warning during the event. The reporter confirmed that the pump was disconnected from the site when the issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a no cartridge detected. The load step malfunction was not duplicated during investigation. The force calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins.